Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel

Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified concentration of taxol, at an unspecified rate, via plum pump. After an unspecified length of time, it was reported that solution leaked from the tubing between the clave secondary port of the cassette and the cassette. The solution that leaked was cleaned up according to the user facility's protocol. The tubing set and solution container were replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.